Event description:
A dental professional, through the use of a service technician, reported that his jb-70 intra-oral x-ray, (B) (4), would expose when the remote switch was plugged in. Progeny technical support was contacted for assistance and, through a process of troubleshooting, determined that the remote switch had malfunctioned. The switch was not manufactured or provided by progeny, and once replaced, the intra-oral unit functioned per specifications.

Manufacturer narrative:
This call was received on 04/16/2009 approximately 12:00pm. (B) (6), from (B) (6) dental (B) (4), was the technician on site. Mr. (B) (6) was servicing a jb-70 intraoral x-ray, (B) (4), at dr. (B) (6) office in (B) (6). Dr. (B) (6) called because the radiation l.e.d. On the operator panel would illuminate immediately after the remote switch was plugged in. This condition also disabled the ability to use the operator panel or any remote switch to take an x-ray. Dr. (B) (6) had power cycled the unit approximately five times before contacting (B) (6) to place a service call. After the service technician arrived at the office, he verified the reported condition by turning the unit off and on approximately two times. Progeny technical support was contacted for assistance and consequently, call log 00.045.096 was generated. Progeny technical support advised the service technician to disconnect any remote switches that were attached to the jb-70 unit. After instructing the technician to perform some testing, it was determined that the cause was a defective remote switch. The remote switch was not manufactured or provided by progeny. Replacement of the switch resolved the condition and the jb-70 unit functioned as intended.